Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned and investigated. The returned device analysis was unable to confirm the reported difficult to advance clip delivery system (cds) and difficulty removing the cds device as the clip retracted through the clip introducer (ci) without any issues. A tear in the clip introducer was noted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult to position (cds advancement) and difficult to remove could not be determined. Additionally, the torn ci appears to be due to the cascading effect (procedural circumstances) of the clip getting caught on the tip of the ci. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for difficulty removing the clip delivery system. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system was advanced into the steerable guide catheter (sgc) and the physician aligned the blue line to blue line. During advancement of the device, resistance was noted, as if the devices were not aligned correctly. The physician pulled the clip back into the clip introducer, but the grippers caught on the soft tip of the clip introducer. An attempt was made to remove the clip; however, the clip could not be removed. The clip was closed as far as possible and the clip and clip introducer were removed from the sgc. No damage was noted to the sgc. The procedure was completed using a new cds and the mr was reduced to grade 1+. There was no adverse patient effect and no clinically significant delay. No additional information was provided.